Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of recp1832 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient had a PICC placed on (B)(6) 2020 due to the need for chemotherapy. Multiple sessions of chemotherapy have been performed. On (B)(6), this patient was hospitalized due to fever for 1 day, with no redness and swelling seen at the insertion site, and with clean dressing, neutropenia and severe lung infections. After blood was drawn for culture, administered meropenem 1.0 by micro bump injection, q 8h, on the order of doctor. On (B)(6), injected voriconazole 0.3 g, q 12 h, for 3 days. Thereafter, took the medicine orally. On (B)(6), multiple resistant bacteria, klebsiella pneumoniae, were found in culture. On (B)(6), the patient¿s temperature returned to normal with conditions remaining severe. On (B)(6), the patient discharged from hospital voluntarily, with the catheter unwithdrawn. The patient¿s future conditions remain unknown.